Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump, with guidance to call back if the issue arose again.